Manufacturer narrative:
Evaluation: results: visual inspection of the lead revealed a cut on the outer tubing at approximately 8cm from the terminal end electrode. The cut was consistent with an explant procedure. Discoloration was observed in the lead segment near the cut. The discoloration was likely due to the outer tubing breach. The returned device passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to replace the patient's (B)(6) ipg due to expected end-of-life, the body of the lead was found to be damaged resulting in the explant of the lead. An additional surgical procedure will be performed to replace the patient's ipg and lead.